Event description:
The acoustic stud was found broken off of the handpiece prior to the start of an unknown case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.